Event description:
It was reported an intraocular lens was explanted after implantation into the eye due to a rupture of the capsular bag. Additional information has been requested from the reporter, but not received.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the device provides the intraocular lens (iol) was in two pieces, cut across the center of the optic. One haptic and a portion of the iol optic was missing. The cause of damage could not be determined. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.